Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon used the universal accolade tmzf stem impactor to insert the accolade stem into the patient's femur. However, the surgeon could not completely insert the stem. Therefore, he tried to remove it with the accolade stem inserter/extractor. However, he could not combine it and the stem."